Manufacturer narrative:
Release handle.

Event description:
It was reported by service report that the release handle was triggering the fowler cylinder. No pt involvement or adverse consequences are reported.